Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable ise indirect k for gen.2 result for 1 patient tested on a cobas 8000 cobas ise module (double) analyzer. The initial potassium result was 8.82 mmol/l. The initial result was reported outside of the laboratory which led to the patient being treated with furosemide (lasix). Five hours after the initial potassium result, the potassium result from the primary sample tube was 3.82 mmol/l. On (B)(6) 2019 the primary sample tube was tested again with a result of 3.85 mmol/l. The current condition of the patient was requested but, the customer could only provide the current condition as unknown. There was no information provided to reasonably suggest that the patient's treatment with furosemide lead to an adverse event. The potassium electrode lot information was requested but was not provided. Calibration and qc data was acceptable. Ise checks performed before and after the event were acceptable. The customer noted that there was a small "thread" was found in the patient sample. The investigation is currently ongoing.